Manufacturer narrative:
Section e- all accurate information has been provided within the initial MFR 2016493-2024-01302 for the required fields. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system disconnected due to network failure. The field service engineer and information technology team to configure and set up the station brought up online. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system disconnected mode and offline. The customer reported that user was able to obtain the medications from the other station. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system disconnected mode and offline. The customer reported that user was able to obtain the medications from the other station. There were no adverse events or injuries reported based on this incident. .

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station disconnected mode and offline due to network issue. A field service engineer worked with information technology to configure the station to resolve. The system functioned as intended after the field service engineer troubleshooted the device.